Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the following reported events: type ia endoleak, sac enlargement, and explant of the device. Procedure related harms and device, user, procedure or anatomy relatedness of this complaint could not be confirmed. The final patient status was reported to be in stable condition post the open surgical repair procedure. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: brand name, concomitant medical products. Concomitant medical products: remove 1314628-007 entry. Device code - remove 1068, 1354. Conclusion code - remove 11.

Manufacturer narrative:
The explanted devices involved in this event have not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
An afx bifurcated and suprarenal extensions (2) were initially implanted. I was informed yesterday of an explant of an afx graft. The patient returned three (3) years post-op showing evidence of a type ia endoleak and aneurysm enlargement; the sac was reported to have grown 2cm since initial implant. It was noted that the patient had not returned for follow-up for over three years. The physician elected to convert the patient to open surgical repair and explant the stent graft. As of the date of this report, there have been no additional patient sequelae reported.